Manufacturer narrative:
The device was not returned for investigation. Based on the media provided by the account, a guidewire entanglement could be noted. The as reported code of "catheter resistance friction" cannot be confirmed and guide wire entanglement can be confirmed.

Event description:
It was reported that a catheter issue occurred. The opticross 6 hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, there was resistance when removing the ivus catheter, and it became entangled with the wire. The procedure was completed with another of the same device. There were no patient complications reported.

Event description:
It was reported that a catheter issue occurred. The opticross 6 hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, there was resistance when removing the ivus catheter, and it became entangled with the wire. The procedure was completed with another of the same device. There were no patient complications reported.